Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of shortness of breath, chest pain and subsequent hospitalization for fluid volume overload. There is a probable causal relationship between the adverse event and the liberty select cycler. The patient was continuously receiving patient line blocked messages for several days resulting in incomplete treatments. However, the patient also chose not to complete manual exchanges during that time. The incomplete treatments and refusal to utilize manual exchanges led to the fluid volume overload. Furthermore, the patient has utilized the same liberty select cycler without any additional reported issues since being discharged. The manufacturer¿s product investigation has not been completed at this time. Based on the available information it cannot be confirmed if the liberty select cycler caused the adverse event, however, the liberty select cycler issues the patient was receiving in combination with the patient not completing manual exchanges did contribute to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn)for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with patient line is blocked (soft alarm) nightly since receiving the cycler. Pdrn was requesting a replacement. Upon follow, the patient was hospitalized for shortness of breath on (B)(6) 2019. The patient was experiencing issues with the liberty select cycler over the weekend of (B)(6) 2019. The patient kept receiving patient line blocked messages, however, the patient did not report this to the pdrn or call technical support for assistance until (B)(6) 2019. The patient did not complete treatments for the weekend on the liberty select cycler and did not complete manual exchanges despite being trained. On (B)(6) 2019 the patient presented to the hospital for shortness of breath and chest pain. The patient was (B)(6) kg over estimated dry weight of (B)(6) kg. The patient was admitted and completed pd treatment utilizing baxter products. The pdrn believes the patient¿s symptoms were due to fluid volume overload as there was no other medical issues found to have caused the chest pain and shortness of breath. The patient was discharged (B)(6) 2019 and has had no additional issues with the same liberty select cycler since returning home. The patient has been completing hemodialysis (hd) treatments to remove the excess fluid and will return to pd treatments once the patient¿s fluid volume is controlled.